Manufacturer narrative:
This product has been returned for analysis. This report will be updated, upon analysis completion.

Event description:
Boston scientific received information that during an implant procedure, this right atrial (ra) lead was implanted. Lead measurements tested by the pacing system analyzer (psa) were good. Upon insertion into the header, noise was observed and pace impedance measured greater than 3000 ohms. The ra lead was then placed back on the psa and there was no sensing, only noise was seen, and impedance was still greater than 3000 ohms. Additionally, the helix would not retract. The physician determined that the lead was broken. The lead was ultimately explanted and replaced by another manufacturer's lead. The physician cut the lead trying to run a wire down the lumen as to keep access. Therefore the lead will be returned in 2 pieces. The physician believes the break is right outside where the lead enters the header. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted. The lead was returned in 2 pieces, as previously noted, the physician cut the lead. The terminal end was about 8 cm and the tip end was about 37 cm. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break near the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.